Event description:
During the cystoscopy a bumblebee ureteral catheter was used, and upon its removal a part of it got shaved off while being pulled through the scope. This resulted in pieces of the ureteral catheter being in the bladder. These pieces that could clearly be seen was removed by surgeon using a grasper and the bladder was irrigated and drained.